Event description:
Volunteer fire dept first responders were attending a pt in cardiac arrest down for an unk period of time. Bystander CPR had been in progress for 20 minutes prior to their arrival. The device was attached and a rhythm analysis requested. Allegedly the device analyzed, advised a shock and charged but did not discharge. The als car arrived and treatment continued with their defibrillator. The pt was countershocked eight times; however, the pt was not resuscitated. The als provider stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the als provider's assessment of the pt's lack of viability.